Manufacturer narrative:
Additional manufacturer narrative there can be several root causes of leaflet thickening, such as early thrombosis, early endocarditis, or svd. Leaflet thickening may lead to regurgitation or stenosis. The device was not returned for evaluation, as the follow-up for device return is ongoing. The root cause of this event cannot be conclusively determined. However, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event.

Event description:
It was reported that a 29mm mitral valve was explanted and replaced with a non-edwards valve after an implant duration of 7 years, 2 months due to degeneration, severe stenosis, mild regurgitation, leaflet thickening, and motion restricted. Per medical records the patient presented with ascending aortic aneurysm and severe ai. The patient underwent avr and redo-mvr and was transferred to ICU in satisfactory condition. As reported, the physician did not allege malfunctions of the surgical valve.

Event description:
It was reported that a 29mm mitral valve was explanted and replaced with a non-edwards valve after an implant duration of 7 years, 2 months due to degeneration, severe stenosis, mild regurgitation, leaflet thickening, and motion restricted. The patient presented with doe and near syncope. Per medical records the patient presented with ascending aortic aneurysm and severe ai. The patient underwent avr and redo-mvr and was transferred to ICU in satisfactory condition. As reported, the physician did not allege malfunctions of the surgical valve.

Manufacturer narrative:
Tissue degeneration related structural deterioration either calcific or non-calcific are common chronic failure modes for this type of bioprosthetic heart valves. The operational mechanical stress and biological factors are generally believed to be the major contributors to the non-calcific bioprosthetic tissue degeneration. Structural valve deterioration (svd) can, and typically does, lead to chronic central leaks over a period of time. Svd is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, noncalcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.